Event description:
On (B)(6) 2014, it was reported that the patient is insistent that he wants his vns removed. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6), 2013, it was reported that the patient is experiencing pain in the chest area. The patient first experienced it a few weeks ago and went to the emergency room where they concluded that it was not a heart problem. The last time the patient had diagnostics performed on the vns was a month prior, which showed the device was fine. The pain was not occurring with stimulation and seems to be happening mostly at night, not necessarily only with stimulation. The pain is in the left upper chest only and no were else. The physician stated that he could think of no other reason for the pain besides vns. The patient is no longer having voice hoarseness and can no longer feel the device stimulation. The patient tried placing the magnet over the device to turn it off; however, this did not change the pain. The patient does not feel as though the device is working. Interrogation and diagnostics of the patient's device was performed on (B)(6), 2013, which showed high impedance. The patient said that he did not want to have the device replaced at this time and would prefer to just have it explanted. However, the physician does not want to explant the device at this point and decided to turn the device off and assess in a month if it should be explanted or replaced. The patient did not want to take x-rays so none were taken. The physician stated that if the patient experiences an increase in seizures while the device is off, they will likely replace the device. No surgery has been performed to date. The vns battery status was fine and it was reported that the high impedance happened due to a fall the occurred recently. And the pain started occurring after the fall. It is likely the pain is associated with the high impedance and fall. The patient has had voice alteration since implant and it was heard again on the (B)(6), 2013 visit. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
The patient underwent explant of the device. It was unknown when and where the surgery occurred, despite attempts to the physician. No product return attempts can be made at this time since when and where the surgery occurred is unknown.

Event description:
On (B)(6) 2015 the physician reported that the patient had undergone explant surgery in february. He stated that the patient¿s pain was from ¿broken leads¿. He provided the name of the hospital where the explant occurred but that hospital discards explanted devices and therefore the generator will not be returned for product analysis.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.